Event description:
It was reported by a customer that on (B)(6) 2009, as soon as the procedure started, the aiming beam fired straight out of the fiber. Per the customer, the physician fired the beam once, but withdrew immediately and used another fiber to perform the procedure.